Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: the report of low flow alarms was confirmed based on the evaluation of the submitted log files; however, a specific cause for the low flow alarms could not be conclusively determined. The report of stenosis of the outflow graft could not be confirmed as only a 1¿ segment of the graft was returned for evaluation. The system controller event log file captured multiple low flow hazard alarms throughout the file when the estimated flow dropped below the 2.5 lpm threshold. There were also multiple controller fault flags for low flow captured intermittently throughout the file. However, these fault flags were not active long enough to trigger low flow hazard alarms. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. Mlp-005155 was returned assembled with the pump cable severed approximately 3¿ from the pump header. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. The device appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed depositions of fixed, post-explant blood within the pump outflow, pump cover, rotor, and rotor well, and pump cover. The blood was non-adhered and showed no evidence of denaturation or lamination. These depositions appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn and would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations within the device. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-005155 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemorrhage stroke could not be conclusively established. Furthermore, the report of low flow alarms was confirmed based on the evaluation of the submitted log files; however, a specific cause for the low flow alarms could not be conclusively determined. It was also reported that the autopsy showed myocarditis, stenosis of the outflow graft up to 50% due to jelly like tissue between the bend relief and the outflow graft. Based on the ventricular assist device (vad) coordinator¿s first evaluation, the stenosis of the outflow graft may not have been the cause of the low flow alarms, but rather, an incidental finding. The report of stenosis of the outflow graft could not be confirmed as only 1¿ of the graft was returned for evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. The device appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. The system controller event log file captured multiple low flow hazard alarms throughout the file when the estimated flow dropped below the 2.5 liters per minute (lpm) threshold. There were also multiple controller fault flags for low flow captured intermittently throughout the file. However, these fault flags were not active long enough to trigger low flow hazard alarms. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed depositions of fixed, post-explant blood within the pump outflow, pump cover, rotor, and rotor well, and pump cover. The blood was non-adhered and showed no evidence of denaturation or lamination. These depositions appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn and would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered depositions or thrombus formations within the device. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-005155 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2016. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms and shortness of breath while home. Ems (emergency medical services) was called and performed CPR (cardiopulmonary resuscitation) at the patient's home. The patient was hospitalized. A CT (computed topography) was performed and revealed a cerebral hemorrhage. An echo (echocardiogram) was performed at the emergency room and revealed the pump in typical position. It was later reported that the patient expired on (B)(6) 2019 due to hemorrhagic stroke. An autopsy was performed on (B)(6) 2019 by the account and revealed stenosis of outflow graft up to 50%, due to jelly tissue between bend relief and outflow graft. Per the account, the stenosis of the outflow graft might not be the cause of the low flow alarm, but an incidental finding. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.